Event description:
Because of the medtronic infuse implanted during my surgery I now suffer from serious complications like pain, physical limitations, required me to follow up frequently with my physician as well as a need for a follow-up surgery.